Event description:
It was reported that while demonstrating to customer, the cardiosave intra-aortic balloon pump (iabp) when removed one battery from slot 1 position while pumping was going , unit was turned off where problem is suspected with power management board which will be arranged soon . There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - e1(site country, event site postal code - (B)(6)). A getinge field service engineer evaluated unit and observed while demonstrating to customer as when we removed one battery from slot 1 position while pumping was going , unit was turned off where problem is suspected with power management board which will be arranged soon. Replaced power management board.

Event description:
N/a.